Manufacturer narrative:
Final analysis found that the set screw had backed out of the hex cavity, which led to the torque wrench not being able to engage the set screw and secure the atrial lead.

Event description:
It was reported the asymptomatic patient presented for implantation of an implantable cardioverter defibrillator. When the physician attempted to connect the atrial lead to the device, the hex wrench was unable to tighten the set-screw. The physician concluded the set-screw was stripped, and so a different implantable cardioverter defibrillator was implanted without incident. The patient was stable following the procedure.